Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's pain skyrocketed (which was a sudden change in symptoms) and they thought their ins wasn't working right. The ins suddenly stopped helping about two weeks ago and it seemed to discharge awfully fast. When they were finished charging and went to turn the ins back on, they could feel tingling down their legs and normally they didn't feel that. The patient's pain was so bad they could hardly walk. The patient normally did not feel stimulation. They changed to group b and increased to 5.3 which helped their pain- it was much easier to get up from sitting. No further complications reported.